Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet ben received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported a particulate. The tubing set was being used to deliver an unspecified solution. It was reported that after the nurse started the delivery, the nurse noted a white particulate inside the drip chamber. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided.